Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient has been waking up with blood glucose (bg) 40mg/dl or below for last week and a half, unable to concentrate and disoriented. During troubleshooting, customer support found that the patient had accidentally changed the time/date in the pump. No malfunction is alleged. This complaint is being reported because the patient experienced hypoglycemia after the use error of accidentally changing the time/date in the pump.

Manufacturer narrative:
Follow-up #1: date of submission 4/8/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the black box for complaint date is not available due to continued use. No evidence of patient accidentally changing the time/date in available black box data. A timekeeping accuracy test was performed. Pump maintained time accurately during 5 day duration test; however when pump was left without power for 1hr and pump was powered back on it had returned to the default time/date 12:00am (B)(4) 2007 the available tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. The pump was opened and the internal battery was found to be leaking. Unrelated to the complaint, the battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.